Event description:
The purpose of this submission is to report the results of the product history investigation by rw gmbh. The device was not returned for evaluation. The product history evaluation states "in the past three years (>01/01/2018), richard wolf gmbh has received five complaints including the current complaint (B)(4) regarding the 46221333 cutting electric edge bipo 22ch 12/20 with various damages and causes outside the USA. However, there have been no complaints similar to those described above. Excessive force applied by the user may result in mechanical failure of the wire handle. The user is therefore advised in the instructions for use to keep the force application low. Possible hazards are considered in the risk assessment bb2-3 reb. 05 with the corresponding extent of damage and probability of occurrence are assessed with an acceptable risk. This assessment is still valid even taking in account the current case.

Manufacturer narrative:
Rwmic is submitting this report on behalf of richard wolf gmbh. Richard wolf medical instruments corporation is the importer of this device. Follow-up report #1 is to provide FDA with missing information, new information, and changed information. Missing information: user facility was contacted for additional information (patient height, weight, sex, concomitant devices, etc.) And they responded that no further information will be provided. Device labeling was reviewed for patient code and device codes, see below: patient code: not applicable, no patient problem was reported. 6 use. Caution! The products have only limited strength! Excessive force will cause damage, impairs the function and therefore endangers the patient. 6.2.4 hf applications. Caution! Danger of injury in the area of the sphincter / cervix! If the power setting is too high above the value recommended by the manufac­turer there is the risk of increased thermal damage and abrasion as well as breakage of the electrode loop (wire). Note! Excessive power settings can cause clearly increased electrode wear. We recom­mend starting at a lower power setting to determine the optimum power setting. Rwmic considers this MDR/complaint open. Rwmic will submit a follow up report after the device evaluation has been completed and/or new information becomes available.

Manufacturer narrative:
Rwmic is submitting this report on behalf of richard wolf gmbh. Richard wolf medical instruments corporation is the importer of this device. Rwmic considers this MDR closed. Rwmic will submit a follow up report when new information becomes available.

Event description:
The purpose of this submission is to report rwmic received a medwatch/medsun report from the FDA submitted by the user facility. Addition details about the procedure not previously reported: original intended procedure: hysteroscopic myomectomy. What problem did the user have: "device malfunction - this, the device did not do what it was supposed to do."

Manufacturer narrative:
Rwmic is submitting this report on behalf of richard wolf (B)(4). Richard wolf medical instruments corporation is the importer of this device. Rwmic considers this MDR/complaint open. Rwmic will submit a follow up report after the device evaluation has been completed, customer contact and/or new information becomes available.

Event description:
The user facility reported that "md was using the large loop bipolar upon taking the loop out of the patient they realized that the loop became dislodged and was in the patient. Surgeon was able to locate and extract the loop from the patient. Per the customer they do not have the item, it was thrown out" additional information: will the device be returned? No. Was the device being used on a patient when the reporting issue occurred? Yes. Was there any injury or illness to the patient due to the reported issue? No. Was there any injury or illness to any other personnel due to the reported issue? No. Did the issue cause a delay in the procedure being performed? No. Did the delay put the patient at risk? N/a. Was there a similar back-up device available for use? Yes. Was the scheduled procedure completed? Yes.